Event description:
It was reported that the patient was undergoing a spinal cord stimulation (scs) trial, and had leads put in yesterday. The patient stated they were wearing ¿it¿ on a purse that¿s adjustable on their shoulder and whenever the purse hit a chair or their body the neurostimulator sent off a jolt. This was said to be happening since yesterday. The patient stated the jolt felt like the stim sensation increased. It was reported this was momentary, but was disturbing and didn¿t go away unless they manually decreased it lower. The patient also reported that they were getting jolted when changing positions and moving a tiny bit. This was discussed with a health care professional (hcp) and manufacturer representative and it was thought that this would improve with a permanent implant. The positional stimulation was said to have been occurring since yesterday, and the patient did not know why it was happening so often. It was reported that this was occurring more with the patient because they have an existing curve in their back and the lead is moving on the inside. The patient reported that getting jolted when they bump their purse was different from the positional changes to stim sensation. The patient programmer was rubber banded to the external neurostimulator (ens), and this was what the patient kept in their purse. The patient stated they also have something taped to their back, but was not sure what it was and it was said to be ¿like another battery pack taped to their back.¿ the patient said yesterday was overwhelming and they were ¿really a mess¿ because they had sedation and kept getting jolted. The patient mentioned they take medication and combined with the sedation they were foggy yesterday, and was still a little foggy on the day of the call. It was reported the patient¿s back had been hurting since yesterday at the incision site. The hcp told the patient that the leads they were using during the trial will stay in place if the patient has a scs implant, and if they don¿t have an implant they will still leave the leads in place. The patient stated their goal with stimulation was to stop taking codeine, as they were taking the smallest dose of codeine and it didn¿t cover their pain. It was later reported the patient needed their scs leads removed because they couldn¿t handle the ¿modality.¿ it was mentioned that the patient had ¿issues with their feet¿ and neuropathy. The patient stated that when they have stimulation comfortable, they can¿t feel stim in their feet. If they increase stimulation to feel it in their feet, it is uncomfortable. The manufacturer representative reported that the patient adjusted to the therapy more, and was receiving greater than 50% pain relief. The doctor spoke with the patient and did not feel that there was a programming issue or device issue, so no interventions were done. The patient reported good pain relief and was adjusting to the positional changes more.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).